Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel errors which usually occur during setup and to troubleshoot, the user would power the module on and off. If not resolved, the user would then change the module. This was reported to bd representatives during site visit. There was patient involvement but no harm. Although requested, no additional information was provided, and no devices will be returned for investigation.